Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p-wave oversensing. No device intervention was reported but programming changes were discussed. No further information was reported.

Event description:
New information received indicated that the device was reprogrammed. Patient was stable.